Event description:
It was reported by service report that the power cord was damaged. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: cord had been run over by the bed.